Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient complained of multiple shocks while exercising. Upon interrogation, the device was found in backup vvi mode. The device's firmware was restored. Manual testing showed that electrical values were within normal limits. Patient was stable.